Event description:
Four weeks post implant of an evoke spinal cord stimulation (scs) system, the patient reported symptoms of infection. The following day, laboratory tests were performed and the device was explanted.

Manufacturer narrative:
The explanted devices remain with the hospital and have not been returned for analysis. The cause of the suspected infection was not conclusively determined. Review of device history records (DHR), including sterilisation records, confirmed product met all requirements for release with no anomalies identified. Infection that may require hospitalisation with intravenous antibiotic therapy, requiring surgery (including revision, explant, and replacement) as a result is listed as a potential risk in the manufacturer's instructions for use (IFU).

Event description:
Four weeks post implant of an evoke spinal cord stimulation (scs) system, the patient reported symptoms of infection. The following day, laboratory tests were performed and the device was explanted.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.